Event description:
Facility in (B)(6) reported to EU service and repair: battery oscillator: no movements of the sawblade. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. Additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: failure code: cbxc (motor seized, jammed, heavy moving) and probable cause code: edv (normal wear).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder